Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that an ar-4020c-09 bio composite 9 x 20 interference screw broke during insertion. All broken fragments were removed from the patient. This was discovered during use in a acl repair on (B)(6) 2021. The case was completed by a 9 x 23 interference screw.